Event description:
Treatment of an aneurysm. During the procedure, it was reported that the implant coil could not be detached with the instant detacher; therefore, it was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pusher was returned for evaluation without the implant coil and it was broken into two segments at approximately 3cm from the proximal end. The evaluation could not determine the cause of the event.(B)(4).